Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas could not conclusively be determined through this evaluation. The hm3 lvas IFU lists right heart failure as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also states ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Describe event or problem: the patient went on to have more admissions for heart failure reported under the following: MFR #2916596-2019-04199 ((B)(6) 2019), MFR #2916596-2019-04203 ((B)(6) 2019), MFR #2916596-2019-04210 ((B)(6) 2019), and MFR #2916596-2019-04211 ((B)(6) 2019). The patient ultimately expired due to multiple system organ failure in the setting of end stage biventricular heart failure and is reported under MFR #2916596-2019-04119 ((B)(6) 2019). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that post-vad course was complicated by severe right ventricular (rv) failure and cirrhosis. Admission lasted from (B)(6) 2018 to (B)(6) 2018. The patient was placed on milrinone but later switched to dobutamine on (B)(6) 2018. The patient remained on dobutamine 7.5 mcg. No additional information was provided.